Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Cut chin with the metal tip on the toothbrush - skin [skin laceration]. Kept coming loose mid-brushing - oral-b [device connection issue]. Brush head won't click into place and keeps slipping off...brush head no longer stays securely attached - oral-b [device breakage]. Consumer via e-mail stated that the oral-b brush head would not click into place and kept coming loose, as well as slipping off/no longer staying securely attached, while brushing. Her husband cut himself on the chin with the metal tip on the toothbrush because of this. No serious injury was reported.